Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non obstructive urinary retention. The patient reported that her symptoms are worse than before her procedure. The patient stated that she was voiding on her own a lot less and was thinking of using her catheters more. The patient stated that the urgency was down but the volume of her voids is less. It was noted that the trial started on (B)(6) 2019. No further complications were anticipated / reported.